Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent product quality issue prior to implanting as ¿marked xen and wouldn't retract. Xen flipped out. Couldn't find xen". No patient injury occurred.